Manufacturer narrative:
This report is being submitted as a precautionary measure even though the criteria for submission of an MDR was not met based on the available information. D4: UDI - not required until 9/24/2016 the actual device was not returned to the manufacturing facility for evaluation and the product code and lot number are unknown. Therefore, the investigation was based upon evaluation of user facility information and evaluation of retention samples on the above stated potential product codes and lot numbers. Visual inspection revealed no defects. Packaging of all retentions samples met manufacturing specifications. Needle penetration testing was conducted on all lots produced and have met manufacturer specifications. All lots produced are tested for endotoxin thru limulus amebocyte lysate test to check presence of bacterial endotoxin on finished products and have met specification for endotoxin limit for medical devices. Our products comply with iso 10993-1; biological evaluation for medical devices. Also, all finished product are sterilized prior to shipment. The following are the reported potential product codes and lot numbers. Product codes - 10069495 & 10069496; lot numbers - 140214a0, 120919an, 131219a0 & 131114a0. A review of the device history records for the reported potential product codes and lot numbers was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up. H3 other text : device not retrurned to manufacturer

Event description:
A company representative reported a patient reaction when an unk sg2 device was used. Follow up communication with the user facility reported: no medical intervention was necessary.